Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. As received, the electrode belt was unable to complete essential performance testing. The cause for the failure was isolated to the trunk cable connector. The trunk cable connector was glued to the monitor, causing the failure. The root cause for the glue was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.